Event description:
It was reported that during a procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician did not have any signal available to monitor patient heart rhythm. The case was completed by changing the catheter and cable without any patient consequence.

Manufacturer narrative:
(B)(4).